Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl with small ketones. The customer delivered boluses with the pump and the customer's father administered manual injections. During troubleshooting with tandem technical support, air bubbles were noted in the tubing. Fill tubing was performed during the system check and the air bubbles were expelled.